Manufacturer narrative:
Medwatch submitted on (B)(6) 2011. Pt education labeling address lump/mass and cyst: following breast augmentation, you should continue to perform a breast self-examination monthly. This may be more difficult with a breast implant in place. To continue to perform a monthly breast self examination efficiently, you should ask your surgeon to help you identify the difference between the implant and your breast tissue. Being able to identify the implant from breast tissue will decrease the necessity of excessive squeezing of the implant during examination. Any new lumps should be evaluated with a biopsy, as appropriate. If a biopsy is performed, be sure to inform the medical professional performing the biopsy that you have breast implants so that care will be taken to avoid injuring the implant. Device labeling reviewed: there were no reported events of lymphoma/alcl, for pts in the core study, in the labeling for silicone implants. There were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.

Event description:
Received an abstract entitled, "primary anaplastic large cell lymphoma of the breast occurring in pts with silicone breast implants", will be published in the final article entitled leukemia and lymphoma, aug 2011;52(8):1481-1487. Within the article, this pt is identified as pt 6. She is a cosmetic (augmentation) pt who was found to have a nodule in the inframammary fold of the left breast, which grew over several months, but was negative by mammogram. She had her left implant removed and the tissue in the fibrous capsule was diagnosed as alcl. The pt was treated with 6 cycles of chop, but experienced tumor regrowth within 2 weeks of completion. Ice salvage was given with radiation but was ineffective. Finally, she received an autologus transplant using (cbv) cyclophosphamide, carmustine and etoposide conditioning regimen and had been in remission for 7.5 years at last f/u. This mw is for the left side. Refer to MFR report 2024601-2011-00674 for the right side.